Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the patient had occlusion alarm when blousing. The reporter stated that site/set was changed since the occlusion alarm. Review of techniques indicated the instruction for use was followed for both the cartridge and infusion set. Reporter was advised to change cartridge and call back if issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event and the reported blood glucose excursion does not meet animas' criteria for a serious injury.